Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) female patient who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. On an unk date, the patient used super poligrip at unk dosing. In 2009, the patient experienced neuropathy, zinc high, copper deficiency, and nerve damage. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. According to the legal complaint, in 2009, the patient was diagnosed with neuropathy. In the past year, the patient was diagnosed with neuropathy. In the past year, the patient was diagnosed with excess zinc and resulting copper depletion attributable to super poligrip and fixodent. The patient was now unable to perform her normal, customary and daily activities. The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." The patient's injuries and damages were permanent and would continue into the future.